Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.